Manufacturer narrative:
Weight, ethnicity, race: un. PMA/510k : this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo_12.6, --8.00 diopter, implantable collamer lens, tore/broke during injection/delivery into the left eye (os) on (B)(6) 2021. There was patient contact but no patients injury. The lens was implanted and removed within the same surgery. A replacement lens was later implanted and the problem resolved. Cause of event was unknown.